Event description:
On (B)(6) 2012 customer reported that the dxc 600 pro instrument generated one erroneously low glucose (glu) cartridge result of 29 mg/dl. This result was reported out of the laboratory. Result was questioned by the floor nurse who had obtained a point-of-care device result of 81 mg/dl. Rerun of the same sample on same instrument gave 84 mg/dl and 83 mg/dl on their other instrument. The result was amended. Other analytes for this patient matched between original and previous samples. No patient treatment was affected because the erroneous result was questioned. No other samples were questioned or rerun. Quality control was acceptable before the event. Customer did not initiate or request a service call. Failure mode is unknown.